Event description:
It is reported that a patient underwent a vaginal colpopexy repair procedure with mesh on a unknown date. The patient experienced a small vaginal mesh erosion at the incision line which resolved after in-office trimming and local estrogen use. Additional information has been requested.

Manufacturer narrative:
(B)(4). Mesh exposure. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.